Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. During the trial phase with nalu, the patient reported reduction in pain levels from 9/10 down to 3/10, however the permanent system was reported to not provide adequate pain relief for the patient. Multiple programming sessions were performed to improve the therapy without success and ultimately the patient reported that there was a need for MRI. A full system explant was performed on (B)(6) 2024 to allow for the MRI testing to take place.

Manufacturer narrative:
Both trial and permanent system leads were 8 contact. Fluoroscopy imaging was used during the implant of the permanent system to assure appropriate placement of the leads. It is possible that the permanent leads were in a slightly different position than the trial leads, thus not providing the same level of therapy. During troubleshooting there was no indication of any system or component failure and there are no reports of any component migration after implant. Suspect that the ultimate reason for system explant was related to the MRI compatibility rather than any system failure or malfunction.